Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system displayed "mc obstruction transducer failure" error (modular chemistry obstruction transducer failure error). Customer reported that they rebooted the unit in an attempt to resolve the transducer failure message. Customer reported that upon the prime after boot-up, they heard the "vacuum sounds" diminish and observed leakage from the mc and cartridge chemistry (cc) sample reagent probes customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the vacuum compressor. The fse corrected the transmit line on smart module (sm31) that was loose in the socket. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
(B)(4).